Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and complex reg pain syndrome type I. It was reported that in (B)(6) or (B)(6) 2018, the patient was having coupling issues when recharging; they couldn¿t get the ins to charge. They were able to get 2 coupling bars but then the bars would immediately disappear, and the reposition antenna screen was seen. They had tried plugging the recharger into a different outlet as well. The patient had also tried another recharger provided by the rep, but that recharger did the same thing. They also could not communicate with the programmer. The patient then went into the hospital for a while, so they weren't able to continue charging during that time. On (B)(6) 2018, it was reported that the patient was up until 3:26am in pain because the ins was depleted and was not treating their symptoms. The caller was uncertain, but they said the ins might be moving around but that it might be something else that was causing the issues. They were redirected to the doctor to have the ins checked to determine if the ins had gone into overdischarge and to determine why they were having difficulty recharging. No further complications were reported or anticipated.